Manufacturer narrative:
An event of a fluid leak on the y-connector extension tube was reported. The device was returned to abbott for investigation and when analyzed, the extension tube was confirmed to be cracked. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. The event appears to be related to a potential product quality issue; exception issue 133969 has been initiated to further investigate this complaint. The investigation determined that the cracking observed in the female luer component of the amplatzer delivery system was due to excessive manual assembly force applied during manufacturing. This force introduced residual stress into the plastic material, which over time and under elevated temperatures led to delayed cracking.

Event description:
It was reported that on (B)(6) 2025, a 9f amplatzer torqvue delivery system was selected for use. During use, after patient contact, when evacuating air from the occluder and the delivery sheath, it was observed that the extension tube connecting 2-way stopcock had cracked and was leaking saline in a continuous drip. No other parts of the delivery system was observed to be damaged. The occluder was successfully implanted. The patient was reported to be in good condition.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.